Manufacturer narrative:
Vyaire file identification number (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. The customer reported that when they replaced the power board the problem was solved. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported motor fault alarm on the vela ventilator. The customer confirmed that there was no patient involvement associated with the reported event.